Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mg/dl, 65 mg/dl; 19 mg/dl, 88 mg/dl; 17 mg/dl, 96 mg/dl; 24 mg/dl, 96 mg/dl. Sets of readings were taken at different times. The temperature icon showed with the first reading of every set. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.